Event description:
During the returned instrument test evaluation (rite), the device failed functional testing for therapy monitored volume performance specification. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and was evaluated. The cause of the failure was determined to be deteriorated door piston foam. The device was sent to service for repair. If additional relevant information is received, a supplemental medwatch will be filed.